Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for varying impedance and high rate non-sustained episodes. The rv lead also exhibited no capture and variable r-waves. An x-ray revealed the cardiac resynchronization therapy defibrillator (crt-d) migrated inferior to the original pocket and pulled the slack from the rv lead causing the lead to move. The rv lead and crt-d remain in use. No patient complications have been reported as a result of this event. It was further reported that the rv lead was confirmed to be dislodged and was later repositioned and remains in use. It was noted that the crt-d migrated inferior to the original pocket due to an episode of emesis and intense coughing.

Manufacturer narrative:
Continuation of d10: 4076 lead implant date: (B)(6) 2020 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for varying impedance and high rate non-sustained episodes. The rv lead also exhibited no capture and variable r-waves. An x-ray revealed the cardiac resynchronization therapy defibrillator (crt-d) migrated inferior to the original pocket and pulled the slack from the rv lead causing the lead to move. The rv lead and crt-d remain in use. No patient complications have been reported as a result of this event.